Event description:
A call was made to the customer in order to follow up on a previous call she had made for high blood glucose levels. During the call, the customer stated that she had been hospitalized three to four times due to high or low blood glucose levels. The customer stated that she uses the quick set infusion set, and had experienced issues with them. The customer had no further details or dates for the events. The customer stated that she has an appointment with her doctor to discuss the issues. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.